Event description:
It was reported that right ventricular (rv) lead was capped and surgically abandoned due to a product performance issue. It was successfully replaced with a new lead. No additional adverse patient effects were reported.